Event description:
It was reported that 2 bd emerald¿ syringes each from lots 1181064 and 1236722 had small holes in them that leaked anesthetic during use. The following information was provided by the initial reporter, translated from french: "presence of a tiny hole at the end of the syringe (2 units concerned) in his declaration, our client states that he noticed a leak of anesthetic when using these two syringes, which resulted in not being able to confirm the quantity of local anesthetic injected to the patient."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1181064, medical device expiration date: 30-jun-2026, device manufacture date: 30-jun-2021. Medical device lot #: 1236722, medical device expiration date: 31-aug-2026, device manufacture date: 24-aug-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 28-sept-2022 h6: investigation summary a device history record review was completed for provided material number 303127 and lot numbers 1181064 and 1236722. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, holes were detected in the injection point of the product. The material used to manufacture the emerald syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system that inspects all product and automatically rejects any defective product identified. Although an exact cause cannot be determined for this defect, it is most likely that the damage resulted in the molding area.

Event description:
It was reported that 2 bd emerald¿ syringes each from lots 1181064 and 1236722 had small holes in them that leaked anesthetic during use. The following information was provided by the initial reporter, translated from french: "presence of a tiny hole at the end of the syringe (2 units concerned) in his declaration, our client states that he noticed a leak of anesthetic when using these two syringes, which resulted in not being able to confirm the quantity of local anesthetic injected to the patient."